Manufacturer narrative:
Investigation into the event found that the calibration responses for level 1 were higher than expected values. Testing of a fresh vial of qc fluid indicated a storage issue that may have resulted in evaporation of the qc fluid. Following recalibration and use of fresh qc fluids, acceptable qc results were obtained. The root cause of the event was a combination of user error in storage of the qc fluid, and analyzer calibration error.

Event description:
A customer observed positively biased glu qc results on the 5,1 fs analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.